Manufacturer narrative:
B4 correction: should be 1/11/2023. Item returned: sofia flow plus 6f. Item not returned: phenom 21 microcatheter. Investigation: visual inspection found a slightly flattened area 1 cm from the distal end of the device. The distal end of the surface of the device had uneven coating as well as scratches and fibers. Visual inspection of the inside of the lumen found slight chipped areas of the ptfe liner and a bent marker band. A 0.028" od test mandrel was used for functional testing in lieu of a phenom 21 microcatheter. The mandrel was fully advanced through the device without experiencing any excessive resistance. No debris was advanced out of the lumen during functional testing. The catheter distal end was soaked to verify if the fibers found could be separated from the device. After soaking, visual inspection found that the fibers could be removed from the device, indicating that the fibers were not embedded and likely were not present at the time of the reported event.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies stroke (infarct) as potential complication associated with use of the device.

Event description:
It was reported that during treatment using a sofia flow plus 6f catheter, the catheter was advanced to the target lesion (m1d) and aspiration was performed. The phenon 21 microcatheter was difficult to advance in the sofia due to encountered resistance, but was used as it was. After aspiration of the thrombus, an infarction was found in the distal part of the lesion when intracranial radiography was performed. Although it could be thrombus, the physician determined that the coating of the sofia might have been peeled off due to the shape of the infarction. There was no additional treatment performed and the procedure was completed.